Event description:
It was reported that the patient underwent a surgical gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 06/10/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence, large rectocele, and hypermobile urethra concurrently with posterior repair, cystoscopy, cystourethroscopy, posterior colporrhaphy, and a perineoplasty. No additional information was provided.